Manufacturer narrative:
B.5. Narrative field: new, updated, and corrected information is referenced within the update statements in b.5. Please refer to update statement(s) dated 09aug2024 in the b.5. Field. No further follow-up is planned. Evaluation summary. The father of a male patient reported that the patient's humapen luxura hd device "became unpressurizable (as reported), then it came out and when it came out, the insulin could not be administered again." The device was not returned to the manufacturer for investigation (batch unknown). Therefore, it could not be evaluated to confirm the complaint or presence of a malfunction. Malfunction unknown. All humapen luxura hd devices are assessed for injection screw travel at the end of the manufacturing process, thus ensuring device functionality with high probability. There is no evidence of improper use or storage.

Event description:
Lilly case ID: (B)(4). This report is associated with product complaint: (B)(4). This spontaneous case, reported by a consumer, who contacted the company to report adverse event and a product complaint, concerned a pediatric patient of unknown age, gender and origin. Medical history and concomitant medications were not provided. The patient received unspecified insulin via a reusable device humapen luxura half dose pen, beginning since unknown date. It was reported when patient was administered insulin, the place where the adjustment was made on the back of the pen (such as 1.5-2-2.5) suddenly became unpressurizable (as reported), then it came out and when it came out, the insulin could not be administered again, so the patient was hospitalized for a week. The father of the patient stated that he could not administer insulin because the insulin pen was broken, and patient's blood sugar level increased and was hospitalized for a week. (Lot. No. Unknown, pc. No. (B)(4)). Further information regarding corrective treatment and hospitalization details were unknown. Outcome of event was unknown. Status of unspecified insulin was unknown. The patient's caregiver was the operator of huma pen, and his training status was unknown. The general and suspect humapen model duration of use was unspecified. The action taken with suspect humapen was unknown. The humapen was not returned to manufacturer. The reporting consumer did not provide relatedness of event with humapen luxura half dose pen. Update 25-jul-2024: this case was determined to be non-valid due to no identifiable suspect drug (unspecified insulin). Edit 29-jul-2024: upon review of information, the case was updated from non-valid to valid as the case was identified to be a device only case. Updated narrative accordingly. Update 29-jul-2024: information was received from rcp (responsible complaint person) on 26-jul-2024. Tr number was received. No medically significant information was received. No changes were made to the case. Edit 01-aug-2024: upon review of information received on 26-jul-2024, removed the "(pc. No. Awaiting, lot. No. Unknown)" from the narrative. No further changes were made to the case. Update 02-aug-2024: upon review of the information received on 23-jul-2024 from the affiliate. A correction was made to the case that consumer is the initial reporter instead of health care professional. Updated case accordingly. Update 09aug2024: additional information received on 06aug2024 from the global product complaint database. Entered device specific safety summary (dsss). Updated the medwatch fields/ european and canadian (EU/ca) device fields for the suspect humapen luxura half-dose pen device associated with product complaint (B)(4). Updated device status as not returned to manufacturer. Corresponding fields and narrative updated accordingly.